Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed an unknown error pair new sensor during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Additionally, sensor failure was observed in the data during warm up which was determined to be high counts aberration. No injury or medical intervention was reported.